Event description:
Reporter indicated a dell vns handheld computer had a cracked serial cable and was difficult to operate. The dell handheld computer has been returned without the flashcard and is currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.